Event description:
It was reported that the customer's blood glucose (bg) was 360-396 mg/dl; cause was not known. Ketone level was 3.6 mmol/l. Customer delivered a bolus via the pump to address elevated bg. Customer was transferred to the hospital via ambulance and was admitted. Customer was treated with intravenous insulin and glucose. Elevated bg resolved and on december 9, 2023, customer was discharged. Customer was reported as "doing fine". Customer did not observe any issues with the cartridge, infusion set, or insulin. Customer reported that a resume pump alert had been received. However, during troubleshooting to determine cause of the alert, the pump indicated a data log corruption. No additional issues were identified and customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.